Manufacturer narrative:
(B)(4). Batch # unknown.

Manufacturer narrative:
(B)(4). Batch # t9251y. Device analysis: the analysis found that one b5lt device was returned with the tip in device was intact but a small crack was observed. However the white polycarbonate on the opposite end of the device was fractured in multiple pieces. This type of fracture generally results from the polymer being exposed to some type of material or environment that embrittled the part. No material was able to be extracted from the trocar on device however, it is possible that the embrittling may have occurred due to the eo process after the surgery. If a polycarbonate is not fully dried prior to being exposed to an eo sterilization cycle, a chemical reaction may occur that will react with stressed region causing it to become embrittled and easily breakable it is unknown the cause of the original break that occurred in surgery, but the material fractured in a brittle manner most likely due to environmental reaction of some type that occurred to the polycarbonate. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: clarification is needed on the quantity involved. Did both b5lt¿s have the tip broken/chipped? 1 broken tip, 1 was claimed to had chipped. Were the device(s) reprocessed? No, they were from new sterile pack. Were the broken pieces found? No. Was the device inspected prior to using? No. What is the anatomical location were the trocar was inserted? Lateral to umbilicus.

Event description:
It was reported that during an unknown procedure, its optical tip broke/chipped off when surgeon attempted to insert the trocar through patient's abdomen. Never encountered such an issue prior to this incident. The surgery was successfully completed. Fragments were generated. Couldn¿t locate the chipped parts within the abdomen/peritoneal cavity.